Manufacturer narrative:
(B)(4). (B)(6). The device remains implanted in the patient; therefore it is not available to be returned for analysis. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a restenosis of the smart stent was found after it was implanted 12 months ago. Since there were no symptoms, the patient was not treated and continued to be followed-up. The patient was an (B)(6), gender was unknown. The target lesion was the middle portion of the left superficial femoral artery. The lesion was mildly calcified and tortuous. The rate of stenosis was 87.4%. On (B)(6) 2013, the smart stent was placed in the target lesion without any issue. On (B)(6) 2014, the restenosis in the stent at the left superficial femoral artery was found by ultrasonography. Because the patient had no symptoms, there was no treatment and the patient would continue to be followed up. On an unknown date, the patient had not "recovered" yet at this time as the restenosis had not improved. This is a case from japan smart pms for sfa and the (B)(4).

Manufacturer narrative:
Complaint conclusion: as reported, a restenosis of the smart stent was found after it was implanted 12 months ago. Since there were no symptoms, the patient was not treated and continued to be followed-up. The patient was an (B)(6), gender was unknown. The target lesion was the middle portion of the left superficial femoral artery. The lesion was mildly calcified and tortuous. The rate of stenosis was 87.4%. On (B)(6) 2013, the smart stent was placed in the target lesion without any issue. On (B)(6) 2014, the restenosis in the stent at the left superficial femoral artery was found by ultrasonography. Because the patient had no symptoms, there was no treatment and the patient would continue to be followed up. On an unknown date, the patient had not "recovered" yet at this time as the restenosis had not improved. The device remains implanted in the patient, therefore, it was not returned for analysis. A device history record (DHR) review of lot 15851076 revealed no anomalies during the manufacturing and inspection processes. In-stent restenosis (isr) of the artery is often associated with the progression of peripheral artery disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a prevention or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. No corrective or preventive action will be taken, given that; with the DHR and the information provided, the reported event does not appear to be related to the manufacturing process.